Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a patient (pt) from (B)(6) called to report of itching and redness while wearing acuvue oasys brand contact lenses (cl). The pt was previously diagnosed with keratitis in (B)(6) 2018 and was cleared to return to cl wear after treatment concluded. On the second day of returning to cl wear, the pt experienced the same symptoms of redness and itching. The pt returned to the eye care provider (ecp) and was again diagnosed with keratitis and was prescribed gatifloxacin every 4 hours for 1 week. The pt reported following a 2-week replacement schedule and does not sleep in the cls. The pt uses renu solution to clean and store cls. The event date was reported as (B)(6) 2018. Multiple attempts were made to the pt to obtain ecp contact information and medical records, but no additional information has been received. The suspect cl was requested by not yet received. This report is for the left eye (os) event. A separate report will be filed for the right eye (od) event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003c3s was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.